Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 3 was not sensing closed. A field service engineer (fse) removed drawer from station and found latch missing the inseparable magnet, so replaced the inseparable and returned the drawer. Then removed drawer 4 and found latch sensor on drawer 4.1 was torn out of the connector, so replaced the hard stop and returned the drawer to station, powered station back and launched the hardware testing application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.